Event description:
User facility reported that the device was in use for pain relief on a end-stage terminally ill pt. Infusion was started at 12:20 pm and checked at 1:20 pm with no problems noted. At 4:20 the pt was "deteriorating" and "required urgent suctioning". Pump check showed that device was stopped and not running. Device was removed from use and replaced with a functional device. Pt expired at 5:05 pm. Confirmation on cause of death has been requested but not received at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.